Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported. It was stated that the customer changes the infusion sets within the recommended time frame. Troubleshooting was performed and the insulin pump passed the prime test but the tubing clamp was not available to perform the high pressure test. It was also stated during troubleshooting that there were several no delivery alarms in the alarm history. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has bene returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.